Manufacturer narrative:
No indication of explant, device not returned. As no product was returned, no visual inspection, functional testing, or dimensional testing could be performed. Imagery was provided by the site and calcification presented on the sov (sinus of valsalva) and native leaflets. The work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The commander delivery system with s3/s3u/s3ur thv IFU as well as the procedural training manual were reviewed. The IFU and training manuals have been reviewed and no inadequacies have been identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The central regurgitation was unable to be confirmed due to unavailable of relevant imagery and medical record. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, due to the central regurgitation after valve was deployed, ''the patient went to the or. The physician performed the sternotomy to assess the valve, and saw that one of the leaflets was pinned up by a ''chuck of calcium''. The CT surgeon released the leaflet from the ca, removed the calcification with forceps, and the leaflet was fine. They decided to leave the valve, as the leaflet was fine. An echo was performed, and there was no residual leak, as the central ai was completed resolved. They closed the patient up. The patient was stable, awake and alert a few hours later''. In this case, one of the leaflets impinged on highly calcified native leaflet or sov, which led to leaflet motion restriction, resulting in central regurgitation as reported. As such, available information suggests that patient factors (calcification impingement) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. H3 other text : no indication of explant, device not returned.

Event description:
As reported, there was central leak post valve implant. The patient was alive at end of procedure. The valve was successfully implanted. The patient had a type 1 bicuspid valve, and the native calcification was not considered ''out of the ordinary''. Post initial valve deployment, the valve looked good, ''everything was great''. On echo, there was no pvl or effusion. However, there was moderate to severe central aortic insufficiency (cai). The team decided to go back in, and remove the delivery system and wire, putting in a pigtail to see if it was possibly the wire causing the cai. However, after removing the devices, the cai remained. They attempted to post dilate the valve, if it was a possible stuck leaflet, but did not resolve. They team then called the referring physician, and asked if the physician wanted to go forward with second tavr for cai or surgery. Due to the patient's younger age, they decided to go to surgery. In the same setting 30 minutes later, the patient went to the or. The physician performed the sternotomy to assess the valve, and saw that one of the leaflets was pinned up by a ''chuck of calcium''. The CT surgeon released the leaflet from the calcium, removed the calcification with forceps, and the leaflet was fine. They decided to leave the valve, as the leaflet was fine. An echo was performed, and there was no residual leak, as the central ai was completed resolved. They closed the patient up. The patient was stable, awake and alert a few hours later. Per additional conversation, it is assumed that upon inflation of the ds balloon, the leaflet got caught on calcium possibly protruding through the frame, on the post of the outflow of the frame. CT surgeon released the leaflet from the calcium, and with forceps took the calcium out. Just did the intraprocedural to confirm there was no central leak. The initial indication for the implant procedure was stenosis.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.